Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address femoral stem loosening and subsidence. The patient's medical records were received. The medical records were reviewed for MDR reportability. According to the medical records, the patient had a periprosthetic nonunion who had undergone multiple attempts at fixation. There is no additional information to report.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. X-rays were reviewed and medical records were reviewed. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.